Manufacturer narrative:
This information is based entirely on journal literature. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: atp during charging: a failure of therapy? Heart rhythm. July 1 2013;10(7):1091-1093. (B)(4).

Event description:
A journal article was reviewed and indicated that a patient with an implantable cardioverter defibrillator (ICD) was admitted to the hospital due to a ventricular tachycardia storm and received multiple shocks. The inquiry was made as to why the anti-tachycardia pacing (atp) failed to convert the rhythm. It was noted that the device delivered a burst of (atp) that failed to terminate the tachycardia and was followed by an appropriate shock from the device with restoration of sinus rhythm. During evaluation of the pacing rate during atp it was determined that the pacing cycle length was 410 milliseconds, which was significantly slower that the ventricular tachycardia cycle length and therefor unable to penetrate the excitable gap of the ventricular tachycardia and terminate the tachycardia. It was reported that this phenomenon does not represent a device malfunction but rather is the result of a device specific algorithm to calculate the atp pacing interval. No changes have been made and the device remains in use. No further patient complications have been reported as a result of this event.